Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant, an echocardiogram revealed pericardial effusion. The patient reported left sided pain in the chest and back. The patient was given oral medication. Five days later, another echocardiogram showed that the pericardial effusion resolved. The right atrial (ra) lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that another echocardiogram showed depressed ejection fraction of 35% from 50% and a small pericardial effusion. Two weeks later, a right heart catheterization was done which showed low filling pressures and preserved co/cl. The patient also complained of shortness of breath when lying flat. Two weeks later, a cardiac magnetic resonance imaging (MRI) was done which showed a small to moderate pericardial effusion still present from the previous echocardiogram. Four weeks later, the patient was admitted for a pericardiocentesis procedure. It was noted that the event resulted in an extended hospital stay.